Manufacturer narrative:
B5: additional information was received that there was no patient involvement as the issue occurred before patient use.

Event description:
It was reported the device "does not recognize the cassette". Per reporter two different cassettes were tried. There was unknown patient involvement.

Manufacturer narrative:
Unknown. One device was received for evaluation. Visual inspection found a damaged battery compartment, scratched lcd lens, and a damaged dso seal. A 'high alarm displayed: cassette not attached properly' alarm was found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the dso sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.